Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the endoscopic image of the subject device was temporarily not displayed since garbage and dirt adhered to the electronic terminal part of the video connector temporarily and the communication failure occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for hysteroscopy, the endoscopic image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with otv-sc.